Manufacturer narrative:
The customer's products have been requested back for investigation.

Event description:
Customer reported self admin insulin, and about 1 hr later losing consciousness. Then 4 tests were performed on the customer using their freestyle blood glucose monitor. Readings of 196 mg/dl, 282 mg/dl, 79 mg/dl, and 52 mg/dl were obtained within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer was then given an unk substance to drink, and shortly thereafer paramedics arrived. Customer was admin two intravenous treatments by the paramedics in order to stablize glucose levels.